Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ shielded IV catheter malfunctioned as "when cannula needle retracted, plastic splintered. Unable to attach IV fluids or connector to cannula." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: lot 7240630 was built on afa line1 on 31augt2017 through 06sept2017 and packaged on line 11 for the quantity of (B)(4) ea. Review disclosed no indication of the alleged defect, as there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product relevant to the defect stated in the pir. All required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited to) for damaged component and pen and drag testing were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed. Sap (qn) database review findings: subject code was an s1 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there were no reject activity findings relevant to the defect noted in the pir associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because units were not received for investigation of this incident. Confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ shielded IV catheter malfunctioned as "when cannula needle retracted, plastic splintered. Unable to attach IV fluids or connector to cannula." There was no report of exposure, injury or medical intervention needed.